Event description:
Report received that the display did not match the rotary control knob position. The device was returned to the user facility's biomedical engineering department with an unsigned note stating, "broken." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing, the biomedical technician found that when the control knob was placed to the set rate position, the display indicated set vtbi (volume to be infused); and when the control knob was turned to the set vtbi position, the display indicated set rate. There were no reported adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.